Event description:
On 1/12/96: pt underwent anterior cervical diskectomy and fusion, c4-5, c5-6, & c6-7, and internal fixation with a 54 mm synthes plate #450-354-sn: a4ee554. Cervical spine x-ray 7-4-96 indicates horizontal fracture of plate at c5-6. Pt experiencing intermittent neck pain and parasthesis. 1-8-97 pt underwent surgery for removal of fractured plate and insertion of synthes anterior cervical plate #450.118-sn:a4fp156.